Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on the black screen. A field service engineer isolated the power supply, and the fan powered on, then isolated each component one at a time until the power supply failed again, identifying the auxiliary tower as the source of the issue, isolated each door on the tower and found door 4 to be the culprit, discovered a small nick in the insulation exposing a small section of wire. No thermal damage was observed. Fse did not have a replacement wiring harness available, upgraded all latches to the new style. Successfully inventoried all doors, and the unit was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower did not boot up, did not appear to be receiving power, and went black. The customer attempted to restart the unit and tried a different power cord and outlet. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.